Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that while doing lap cases it was noted that the numbers on the insufflation unit were disappearing on the flow rate and volume, the device was working well apart from that and was turned off and on again between cases, the numbers started disappearing again in the middle of the procedure. The issue was found during a therapeutic laparoscopy, the procedure was completed using the same device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the reported fault could not be duplicated; however, photo evidence was provided that showed some characters in the flow rate indicator missing, the front panel needed to be replaced. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.